Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up is bring filed to report device return on dec 6, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Unknown if device will be returned.

Event description:
When performing cortical fixation acl with adjustable button atigrada suture (green and white) breaks but remains thread and then proceed to turn the button with the green suture, the button position is confirmed and when adjusting the suture white breaks and out the skin plate. Additional information received via email from the affiliate on 11-8-16: it is not known if the white suture broke inside or outside of the joint space. It is not known if the surgeon was pulling on the suture with hands or using snaps. It is not known if the surgeon needed another implant to complete the repair. This failure was extended around 45 minutes.

Manufacturer narrative:
The complaint device was received and evaluated. The sutures that were returned and received were the solid white, green/white, and solid green. All three sutures appeared to be frayed at the ends with various degrees of spread, confirming that the sutures did break at some point. The returned samples for the solid white, green/white, and solid green sutures were in poor condition (severely crimped at certain points) and could not be physically tested. Based on the current information provided by the complainant, a root cause could not be definitively determined. It is possible that the proper instrument was not used during suture pulling; snaps could potentially cause suture breaking during suture pulling. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).